Event description:
The customer observed a falsely decreased architect sodium result. The following data was provided. Sid (B)(6): initial result 116 mmol/l, repeat result 137 mmol/l normal range: 136 to 145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative performed multiple troubleshooting procedures including replacement and realignment of the cc cuvette dry tip ((B)(4)), which resolved the issue. No additional discrepant results were reported since the service activity was performed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the cuvette dry tip ln 09d51-02 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the cuvette dry tip ln 09d51-02 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased architect sodium result. The following data was provided. Sid (B)(6): initial result 116 mmol/l, repeat result 137 mmol/l normal range: 136 to 145 mmol/l no impact to patient management was reported.